Event description:
During the course of a 7 hr procedure in operating room, the electric operating room table unlocked at least 3 times on it's own. Bed was relocked each time this occurred, taken out of service at the end of the procedure and reported to biomed. This event did not cause harm to the patient.